Manufacturer narrative:
Per the clinic, the patient experienced an infection (cellulitis) (date not reported). Subsequently, the patient was treated with topical medication (specific date and duration not reported). Correction: per the clinic, it was reported that there was no wound breakdown rather an infection (cellulitis). The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on january 20, 2023.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced wound breakdown and granulation, resulting in reduced clinical benefit. Subsequently, the abutment was removed on (B)(6) 2019.